Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm cadiere forceps instrument had frayed cables. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with initial reporter and obtained following additional information : the nurse confirmed that no fragment(s) had fallen into patient's anatomy due to having frayed wires on 8mm cadiere forceps instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm cadiere forceps instrument to perform failure analysis. The instrument was analyzed and found to have frayed grip cable at distal end.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with initial reporter and obtained following additional information: the nurse confirmed that no fragment(s) had fallen into patient's anatomy due to having frayed wires on 8mm cadiere forceps instrument.